Manufacturer narrative:
Results: a sample was not returned for evaluation. A photo was sent that shows a transfer straw detached from the needle holder. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5182966. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customers¿ indicated failure mode.

Event description:
It was reported that the 4.0 ml 13x75 mm plastic c&s preservative tube and urine transfer straw had an exposed needle due to the holder and straw being separated. The technician stuck her finger on the exposed needle before use. No serious injury, no medical interventions and no mucous membrane exposure to body fluids were reported.